Event description:
It was reported that this right ventricular lead exhibited out of range amplitude measurements, increased pacing impedance measurements and loss of capture. A revision procedure was performed and lead dislodgement had occurred due to twiddlers syndrome. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
A thorough evaluation of the returned lead segment was performed upon receipt in the post market quality assurance laboratory. Visual inspection the lead body was twisted along the entire length, which is consistent with twiddlers syndrome. The reported difficulty extending and retracting the helix could not be confirmed as the lead tip had been cut off and was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited out of range amplitude measurements, increased pacing impedance measurements and loss of capture. A revision procedure was performed and lead dislodgement had occurred due to twiddlers syndrome. The lead was explanted and replaced. No additional adverse patient effects were reported.